Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving a vibratory alert for non-sustained lead noise due to post-paced t wave oversensing. Reprogramming was recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.